Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec by an authorized third party service provider (asp) that the device was rebooting by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it rebooting by itself could not be duplicated. Ventec downloaded the electronic records (system logs) from the device and confirmed that it had unexpectedly powered off by itself during the previous testing being performed by the authorized third party service provider (asp). Further analysis of the system logs indicated that the device's internal battery had become depleted and that no external batteries were installed, nor was ac power connected, when it logged these "abnormal" power events which are indicative of unexpected losses of power or device rebooting. Ventec ensured that the device's internal battery was fully charged, and that two fully charged external batteries were installed in the device. Proper device operation was observed through functional and performance testing. Based on the information available, it's reasonable to conclude that the cause of the reported issue was user error due to the asp not ensuring that the device's internal and external batteries were fully charged prior to performing their evaluation/testing of the device.